Event description:
Patient call complaining of pain and bone scan showing loosening. Revision scheduled in (B) (6) 2010. Update: patient was revised (B) (6) 2010. Femoral loosening was found at cement/bone interface. Depuy cement was used in primary.

Manufacturer narrative:
This complainant is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.